Event description:
An aus device was implanted on 5/20/93. A connector was revised on 10/25/96. The pump was removed on 1/10/97. The cuff and reservoir were removed from the pt on 5/2/97 as continuation of the 1/10/97 surgery due to infection. An entire aus device was implanted.